Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05867, 2134265-2014-05868. (B)(4). It was reported that significant filling defect (jailing) occurred. In (B)(6) 2014, the proximal left circumflex (lcx) was treated with placement of a 3.50 mm x 8 mm promus element drug eluting stent. A significant filling defect (jailing) noted in the proximal left anterior descending (lad) artery was due to the previously placed 3.5 mm x 12 mm promus element stent in proximal lcx. It was treated with kissing balloon angioplasty and placement of a 3.5 mm x 16 mm promus element plus everolimus-eluting platinum chromium coronary stent system, with 0% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.